Manufacturer narrative:
Plant investigation: the machine files were reviewed by the manufacturer. It was concluded that the reported issue was caused by a bad contact between a cable lug and its contact pin at the motor protection switch at stage 2. The bad contact resulted in a too high contact resistance and thermal power loss, which resulted in the reported thermal damage on the cable lug. The manufacturer also noted that the thermal overload was tripping, as due to the bad contact a phase from the motor protection switch to the thermal overload was missing. Therefore the thermal overload was loaded unbalanced and loaded with higher currents on the two remaining phases and therefore tripped as intended. The failure pattern of the bad contacting is known. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implemention of the CAPA and was still equipped with the old design of the crimped cable lugs at time of the failure. The concerned parts were not replaced yet it is recommended to order and install the spare parts. It is highly recommended to preventively equip both stages with the new available design. A review of similar complaints and the device history record are not required.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that burnt wiring was found inside the aquabplus reverse osmosis (ro) system. The biomed stated during follow-up that the plastic coating on the wire connections at the motor protection switch appeared black. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed believes that loose wire connections caused the reported issue and added that the machine is programmed to automatically enter rinse mode which jars the machine. The thermal damage was found during machine repair after the biomed initially contacted fresenius technical services when the ro system experienced pe switch failures during the t1 test and stage 2 could not start. The biomed confirmed the thermal overload switch tripped during stage 1. The pe switch was replaced which allowed the t1 test to pass. There were no blown fuses in the local power supply nor any local power grid issues on or around the event date. The ro system is plugged into its own circuit breaker and remains in service pending the replacement of the wiring harness which had not arrived to the facility at the time of follow-up. There was no patient involvement nor personal harm to anyone as a result of identifying the thermal damage. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that burnt wiring was found inside the aquabplus reverse osmosis (ro) system. The biomed stated during follow-up that the plastic coating on the wire connections at the motor protection switch appeared black. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed believes that loose wire connections caused the reported issue and added that the machine is programmed to automatically enter rinse mode which jars the machine. The thermal damage was found during machine repair after the biomed initially contacted fresenius technical services when the ro system experienced pe switch failures during the t1 test and stage 2 could not start. The biomed confirmed the thermal overload switch tripped during stage 1. The pe switch was replaced which allowed the t1 test to pass. There were no blown fuses in the local power supply nor any local power grid issues on or around the event date. The ro system is plugged into its own circuit breaker and remains in service pending the replacement of the wiring harness which had not arrived to the facility at the time of follow-up. There was no patient involvement nor personal harm to anyone as a result of identifying the thermal damage. No parts are available to be returned to the manufacturer for physical evaluation.